Event description:
It was reported that the customer received multiple occlusion alarms during bolus delivery. The customer's blood glucose level fluctuated from 63 to 460 mg/dl. Tandem technical support was not able to perform a system check as the supplies (cartridge/infusion set) had been changed since the occurrence of the occlusion alarm.

Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available a supplemental report will be submitted.